Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient observed a strong smell of insulin and a leakage at the connection between the cannula and adapter, resulting in higher blood glucose values than usual.